Event description:
It was reported that this right ventricular (rv) lead dislodged. It was noted that rv therapy has been programmed off, however, the physician was interested in storing any potential arrhythmias and inquired about programming options in the presence of this dislodged lead. Technical services (ts) discussed that storing events with a dislodged lead would not be effective. Ts recommended programming rv outputs to the lowest value. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead dislodged. It was noted that rv therapy has been programmed off, however, the physician was interested in storing any potential arrhythmias and inquired about programming options in the presence of this dislodged lead. Technical services (ts) discussed that storing events with a dislodged lead would not be effective. Ts recommended programming rv outputs to the lowest value. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician planned to program pacing back on at the lowest possible output to be able to record arrhythmias and continue monitoring.